Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, the cs 054 alarm was observed in the pump history. The pump powered on with the display functioning properly. No alarms occurred during testing. The pump was opened and there was no damage found to the display screen.